Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support if the issue happened again, which they understood.